Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse inspected the unit and replaced the pneumatic interface module (pim). The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) experienced a pim failure. No patient involvement was reported.